Manufacturer narrative:
(B)(4). D10 - medical product: patella reamer blade with pilot hole 35 mm diameter single use only catalog # 00597909535 lot # 64613794; femur cemented plus right size 9+ catalog # 42504606612 lot # 64667173; stem extension 6mm offset splined uncemented 20 mm diameter +135 mm length catalog # 42560613520 lot # 64847705; tibia fixed cemented right size f stem extension use required catalog # 42542007502 lot # 64599654; stem extension 6mm offset splined uncemented 17 mm diameter +135 mm length catalog # 42560613517 lot # 64701380; tibial central cone size small catalog # 42545000511 lot # 64492742; headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 64866928; thin osteotome blade 10mm x 3 catalog # 47998602121 lot # 56702913; all poly patella cemented 35 mm diameter catalog # 42540000035 lot # 64830163. H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient underwent a revision procedure four years post implantation due sheared implant. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, h2, h3, h4; h6. The reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.